Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and they had they had 3 map shifts occurred. It was reported by the caller that during an afib procedure they had 3 map shifts. There were no error codes or alerts throughout the procedure and the status icon remained green. On 13-dec-2023, additional information was received indicating the map shift discovered by ablation force vector not deflecting in the appropriate direction. The shift was maybe 12mm of shift. No cardioversion was performed, and md did not notice any movement of the patient. As such, based on the new information available, the event was reassessed to be MDR reportable since there was no patient movement or cardioversion that could have caused the map shift to occur.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and they had they had 3 map shifts occurred. It was reported by the caller that during an afib procedure they had 3 map shifts. There were no error codes or alerts throughout the procedure and the status icon remained green. On (B)(6) 2023, additional information was received indicating the map shift discovered by ablation force vector not deflecting in the appropriate direction. The shift was maybe 12mm of shift. No cardioversion was performed, and md did not notice any movement of the patient. Device evaluation details: the bwi field service engineer (fse) confirmed that the issue was not duplicated since the time it occurred. In addition, an investigation was initiated by the manufacturer to investigate the issue. It was found that the user ignores or do not understand warnings meaning. This leads to map inconsistency / map shift. Map shift was a result of mapping with high alternating metal levels. The issue is related to user error. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #34746 was reviewed. There are no additional complaints similar to this reported issue. A manufacturing record evaluation was performed for the system #34746, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).